Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 459mg/dl and a manual injection was administered to address the bg level. A system check was performed using the current supplies and insulin was observed exiting the cartridge tubing with a gel-like consistency. Tandem technical support advised the customer to perform a cartridge change to address the current occlusion alarm. The customer stated a cartridge change would be performed to address the issue.